Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was in the low 200's mg/dl range. The customer cleared the alarm and successfully resumed insulin deliveries. Tandem technical support educated the customer in regards to temperature changes causing occlusion alarms.